Event description:
It was reported that during a stage 2 surgery, impedance reading could not be made on electrode number 2. The system was "taken apart," cleaned, and reinserting the lead into header block was attempted unsuccessfully even after loosening the set screws. It was stated that the doctor didn't want to break the lead, the 2nd battery was opened and "the lead went in just fine." The problematic ins (implantable neurostimulator) was replaced as a result.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly. A good lead was able to be completely inserted into the connector port and withdrawn without difficulty three times. The connector port was checked with a fiber optic scope and no anomalies were observed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01czn, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.